Event description:
The customer states the monitor went black when fluoroing, the auto rotation was not working. The system was taken out of service.

Manufacturer narrative:
The ge svc rep was unable to reproduce no image problem. He observed a cmos error on the generator, and replaced the x-ray controller battery. He reloaded the flash/cal files. He observed the camera auto rotation problem, traced problem to recently replaced fluoro functions pcb, signal is coming in from camera/cable. He replaced ffb pcb, tested camera rotation icon, now it is working normally. The system is fully functiong and ready for use.